Manufacturer narrative:
(B)(4). Additional suspect medical device components involved: model #: sc-2366-50, serial#: (B)(4), description: linear 3-6 lead, 50cm; model #: sc-1132, serial#: (B)(4), description: precision spectra implantable pulse generator. Additional information was received indicating that there will be no further course of action taken at this time. A review of the manufacturing documentation for the devices revealed that no anomalies or deviations potentially related to the event occurred during manufacturing. A review of the sterilization documentation for the devices found them to be satisfactory.

Event description:
A report was received that the patient was on her second course of antibiotics for a suspected infection of the right occipital wound.

Event description:
A report was received that the patient was on her second course of antibiotics for a suspected infection of the right occipital wound.